Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and throwing up the insulin pump was saying insulin flow blocked and to change infusion set and the current blood glucose level was 432 mg/dl. The customer did not assist with troubleshooting. The customer was treated with shot, insulin pump as well as manual injection for high blood glucose level. Customer was performed 5.0 unit fill cannula and customer states the insulin exited. Customer was unable to remove set at this time to test site portion of infusion set. The insulin pump will not be returned for analysis.